Event description:
Customer reports that position two of vseries monitor will not communicate with its attached module, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Customer was provided with a loaner unit, while it is being returned to the company's repair center.